Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data was collected from the device and analyzed. The primary save to disk finding noted alerts for low battery voltage at recommended replacement time (rrt). Time of rrt in save to disk on (B)(4) 2013. Device rrt<(><<)>=2.6251 volt. (B)(4).

Event description:
It was reported that the patient complained of suspected premature battery depletion when the device reached recommended replacement time after 32 months of use. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.